Event description:
The recipient reportedly experienced device migration. It is noted that the device migrated out of the cochlea. On (B)(6) 2025, the device was repositioned.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated without incident. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.